Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that 11 months after an intraocular lens (iol) was implanted, it was exchanged for another lens due to negative dysphotopsia. Additional information was requested.